Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was treated in the ed for shaking and low blood sugar the day of the report. The patient said her dexcom was not accurate and the bg meter is way too different. The egv was 167 mg/dl and the bg was 37 mg/dl before she went to the hospital. At the hospital she was treated by the nurse with d50 and d10 to treat the low blood sugar. At the time of the report, the patient's condition was ok, but there was no order at the time of the call for discharge. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.